Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer could not interrogate a patient's device and it froze. The clinician was instructed to turn off the default printing for initial interrogation and arrhythmia summary report and the programmer started working.